Event description:
The customer reported that he fell in water with the insulin pump and there was fluid under the lcd display. The customer's blood glucose was 202 mg/dl. He was advised to discontinue use of the insulin pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.